Event description:
A report was received that the patient was experiencing pain and swelling at the left foot after the implant procedure. The physician believed the event was procedure related. The patient underwent a revision wherein the lead was replaced per physician¿s preference and was relocated. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.